Event description:
It was reported that the pump emitted a replace battery alarm, at which time the pump casing was found to be hot to the touch.

Manufacturer narrative:
There is no reported pt impact associated with this event. The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications. The complaint that the pump emitted heat could not be verified or duplicated.